Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient alert tone sounded due to charge time limit. Attempt for manual charging showed marker artefacts during charge attempt and battery break down from 3.16 v to 2.54v eol (end of life). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
(B) (4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) charge circuit timeout occurred during functional test. Visual inspection performed during destructive analysis of the device showed arcing in the area where the high voltage capacitors connect to the hybrid. Arcing occurred during a charge in the area of a fet (field effect transistor). This component is located in the charge circuit. The damage from the overstress created a short, which left the fet non functional. As a result, the charge circuit were disabled. The cause of the initial arc cannot be determined.